Event description:
I had the essure coils implanted in (B)(6) 2013. About a month and a half I started experiencing painful cramping and then joint pain, I kept going to my doctor telling her my hands, wrist and knees were hurting horribly. After 3 months she ran the blood work and diagnosed me with rheumatoid arthritis and sent me to a rheumatologist now after seeing this dr. And not be able to walk at this point she said something else has to be wrong since I have gotten so bad so fast and no relief with medication. So after doing some research my boyfriend found out I could be having an allergic reaction to my coils. I went to get blood test done to see if I was allergic to nickel. Right now I currently looking for a dr to remove my essure coils seeing how they are the blame for all this pain.